Manufacturer narrative:
Rescue data was downloaded from the AED and clinical and technical reviews of the data were performed. The data file showed 9 rhythm analysis sessions were performed during the rescue. When the first responders ((B)(6)) determined the AED didn't have audio at the start of the rescue, they correctly monitored the AED display to perform the rescue. The first rhythm analysis session determined the patient had a non-shockable asystolic rhythm and didn't advise a shock. Based upon the description of the rescue event, following the first rhythm analysis session patient care was transferred from the first responders to the paramedics who had arrived on the scene. Review of the remaining rhythm analysis sessions showed the AED advised shocks following 2 of the analysis sessions, but shocks weren't delivered because the users didn't press the shock button. The results of the data evaluations determined the AED functioned as designed and correctly categorized the patient's rhythm during each analysis session and advised for shocks or no shocks appropriately. The AED prompted for CPR as programmed. The AED passed all incoming tests with the exception that it failed to deliver 300 joules shocks within specifications (300 joules +/- 10%). The device delivered shocks of 266.2 and 265.6 joules; about 1.5% below the lower tolerance level. This nonconformance wouldn't have affected the AED's ability to deliver a shock during the rescue. The root cause of failing the 300 joule output energy specification was defective high voltage capacitors. The capacitors measured correctly on an lcr meter, but failed in a simulated rescue scenario. Replacing the hv capacitors with test capacitors remedied the problem and indicated the hv capacitors were defective. When the AED was opened to examine and test internal components, the plastic cover was found to be broken near the battery well on the bottom of the device. The broken plastic is indicative of the device absorbing an impact, such as being dropped. Inspection found the speaker connector was firmly connected to the main pcba, the speaker was firmly held in place, and there weren't any broken wires. Speaker impedance was measured and it was found to fluctuate between 22 and 200 ohms. When the speaker impedance was at its highest level, the voice prompts would become inaudible or cut out due to an impedance mismatch between the power amplifier and the speaker. It was observed that pressing on the speaker magnet and wiggling the magnet caused the speaker impedance to change. The root cause of the missing audio during the rescue was a mechanical failure of the speaker. The AED's impedance and ECG related circuitry were closely examined and no problems were found. The shock button functioned correctly throughout the investigation and the AED never failed to deliver a shock. The battery returned with the AED had sufficient charge and did not fail during the investigation. The AED will be serviced and returned to the customer.

Manufacturer narrative:
The AED and battery were sent to cardiac science and the investigation is underway. The pads used during the rescue aren't available for evaluation. Evaluation is in process.

Event description:
A police officer who helped perform the rescue reported that when he opened the AED at the start of his shift it had voice prompts and the rescue ready green light was on. At the start of the rescue event later that day, the officer noticed there were no voice prompts after opening the AED's lid to remove the pads. He immediately notified the other rescuer, who was performing chest compressions, that the AED didn't have audio. The pads were placed on the patient and since there was no audio, the officer was watching the display. When the display read "do not touch patient analyzing rhythm" the rescuer performing compressions was told to stop. After analyzing the patient, there was no prompt for shock advised or any illumination of the shock button. The display prompted that it was safe to touch the patient and to resume CPR. About 30 seconds later, the ambulance arrived on the scene and patient care was transferred to the paramedics. The officer informed the paramedics the AED didn't prompt a stock. The only other contact the officer had with the AED was after the time of death was confirmed and he unclipped the pads from the device and brought it back to the police department to download the data. The cardiac arrest wasn't witnessed and it is unknown how long the patient was down before the AED was attached.